Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. (B)(4). Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during surgery with an intralase patient interface (pi) after laser fired. Per account, the physician switched to photorefractive keratectomy (prk) os to compete treatment.